Event description:
It was reported that the user experienced recurrent low glucose readings throughout the day and was later back in range; the user declined advanced troubleshooting, performed a factory restart with agent guidance, and completed device setup. Symptoms included hypoglycemia with a blood glucose level of 44 mg/dl. Outcomes included receipt of urgent low and low glucose alerts and self-treatment with oral glucose. Investigation included troubleshooting and user education. Investigation of this case revealed cause unclear. It was concluded that the event was related to user-reported hypoglycemia with undetermined cause and that no device malfunction could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.